Event description:
On (B) (6) 2010, patient reported she first noticed that her down button was not responding on (B) (6) 2010. Patient stated her reading on (B) (6) 2010 was 385 mg/dl. Patient's normal blood glucose is below 150 mg/dl. Patient reported she thinks she may not have received the previous bolus she gave herself. Unable to check the bolus history due to down button not responding. Patient stated her dinner could have also raised her readings but she thinks it's because she wasn't paying attention when she gave her bolus. Patient reported she thinks she missed one bolus causing the elevated readings. Patient stated she gave herself 2 injections of insulin to cover her elevated readings. Patient reported her reading this morning was at 96 mg/dl which is good for her. Patient stated she is confident she was getting her basal rate of insulin. Patient reported the button does pop back out. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.